Event description:
It was reported that the user experienced hyperglycemia with an initial blood glucose of 352 mg/dl after a meal and noted that the pump was dropped, the connector with short tubing fell off, and priming was repeated with observed drops; subsequent follow-up readings trended down from 327 to 279 to 180 mg/dl while using the ilet. Symptoms included hyperglycemia without other clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.